Event description:
It was reported that the patient's implantable cardioverter defibrillator was missing an electrogram for a ventricular tachycardia episode. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
The reported complaint of missing electrogram was confirmed. Software investigation indicates that the cause is that the electrograms are suspended, and could potentially be overwritten by new ones while any external instrument is reading diagnostic data from the device. The firmware is behaving per design. No anomalies were found.